Event description:
Customer reported two out of eight sensors gave inaccurate readings. Customer stated blood glucose was 430 mg/dl or 480 mg/dl and sensor readings would be in the 200 mg/dl range. The sensors were not bent or kinked. She did not have the lot number. Customer treated high blood glucose with the insulin pump. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.